Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) is not working as expected. Two months later a revision surgery was performed in which the pump was moved more superficial in the scrotum. No patient complications nor additional device issues were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) is not working as expected; therefore, a revision surgery has been scheduled. No patient complications were reported, and no further details were provided.